Manufacturer narrative:
Concomitant product: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a legal representative regarding a patient receiving fentanyl 10mg/ml and bupivacaine 20mg/ml, to run at a daily dose of fentanyl 1.5mg/day, with allowed bolus doses of 0.2mg maximum 8 times daily via an implantable infusion pump. Indications for use included malignant pain. The patient's medical history included desmoid tumor, unresectable; chronic abdominal pain; chronic neoplasm related pain; pelvic pain, urinary urgency, focal nodular hyperplasia of the liver (2010); menometrorrhagia, controlled on oral contraceptives for 11 years; endometriosis, status post tah/bso on (B)(6) 2013 with premature ovarian failure; history of vulvitis; colonoscopy on (B)(6) 2013; allergies to septra and dilaudid; gerd; and gastritis. Concomitant medications included fioricet which is a combination of acetaminophen, butalbital, and caffeine, ativan, benadryl, calcium, clonidine, xopenex nebulizer, colace, lactulose, lidocaine, lyrica, medical marijuana, multivitamin, omeprazole, ondansetron, proair inhaler, senokot, sulindac, tamoxifen, transdermal scopolamine, vit c, vit d, zofran, and zovirax. In the medical records, it was reported that the patient had an exam on (B)(6) 2015. The patient reported new pain over the buttocks, over the ischial tuberosities, and in the low back area for the prior 3 days. She described the pain as mostly triggered when she tried to get up, and on certain positions, and was relieved by lying down flat. The pain would be 10/10 when she tried to get up, and the only way she would be able to ambulate was to hold her gluteal area. She tried using pain tablets as needed, but did not offer her relief. She was unable to sit for prolonged periods of time. She also reported having nausea, left lower quadrant abdominal pain, and discomfort on the right lower quadrant where the intrathecal pain pump was located. The hcp's concern was having an epidural abscess since it was reportedly related with her recent revision. (Refer to related pe for information pertaining to the catheter revision). Computed tomography (CT) scan with IV contrast of the lumbosacral spine was ordered, and initially while awaiting that, she was already covered with IV antibiotics of cefepime. On (B)(6) 2015 the patient was to be admitted for observation. Examination of the pump pocket noted some clear drainage in the pump pocket site in the right lower quadrant of the abdomen. The spinal incision looked clean and intact. The pump continued to deliver fenanyl (10 mg/ml; 1.5 mg/day) and bupivacaine (20 mg/ml). A computed tomography (CT) scan was performed on (B)(6) 2015 to rule out an epidural abscess. The results showed a very small fluid collection around the catheter in the subcutaneous fatty tissues as it curved around to go over the right back toward the abdominal pump. This collection measured 13mm in diameter. The CT scan was found to be benign with no evidence of epidural process and no structural explanation for the patient's new onset of pain. The surgical incisions remained clean, dry, and intact and no evidence of post-operative infection was noted. The patient continued to endorse some relief with pain medications, but had exacerbation of her pain with prolonged sitting or standing. She had pain over the left, greater than right, sacrum with radiation down lower extremity and some subtle weakness of the extensor hallucis longus (ehl) and big toe plantar flexion on the left. Following this workup, the patient was stable for discharge to continue treatment and rehabilitation on an outpatient basis. The patient was discharged on (B)(6) 2015 in stable condition. The patient was to continue her pump infusion rate in addition to personal therapy manager (ptm) boluses as prior. In addition, she was to increase the frequency of lyrica to 4 times per day, and the hcp prescribed dexamethasone 4mg per day for 7 days for treatment of lumbosacral neuritis, as well as physical therapy. The patient had a follow-up exam on (B)(6) 2015. The patient continued to have some pain in the buttocks. The hcp would treat the neuritis with medical management and would give her a 2 week course of steroids, as well as increasing her lyrica up to 100mg tid. The patient was noted to have a small seroma in the spinal incision site without any significant tenderness or erythema. The patient was advised that the seroma would resolve on its own. The patient had an exam on (B)(6) 2015. The patient reported that since sunday ((B)(6) 2015), she had a new type of pain with associated muscle spasms. This pain was different than her typical abdominal pain. She felt that her "abs are getting a workout." On tuesday ((B)(6) 2015) it was particularly bad at night time. Her abdominal contractions were brief initially, but slowly increased to almost continuous on thursday ((B)(6) 2015). Initially the pump was turned off, but this made no difference in the spasms, and per the hcp this suggested it was not related to the medication. But this made her pain return, as such, the pump was turned back on with improvement in her pain, but continuing of her muscle spasms. The patient had been given ativan and baclofen which did not help her spasms. She was also given 1 dose of flexeril on (B)(6) 2015, which reportedly did not seem to help either. The pump was interrogated. She had fentanyl 1.5mg oral daily, and bupivacaine 3mg oral daily. The hcp lowered this to fentanyl 0.48mg oral daily and advised the patient to come back in 2 hours. When she came back in 2 hours, she reported that the normal abdominal pain she typically felt was a bit worse, and the spasms did not have a significant improvement. The patient was admitted for extended observation on (B)(6) 2015, and the hcp would adjust the dosing of the bupivacaine to see if this may alleviate the spasms. In addition, they would use ativan at 0.5mg IV every 4 hours prn for spasms. On (B)(6) 2015, the patient had botox injections into the abdominal rectus muscles. A computed tomography (CT) scan was done on (B)(6) 2015 which showed a new 30 x 24 mm size fluid collection in the subcutaneous tissue of the back where the catheter inserted into the spinal level at l2-l3. The patient had an exam on (B)(6) 2015. On (B)(6) 2015, CT of the lumbar spine was done which revealed fluid collection in the subcutaneous tissue of the right back where the catheter inserted into the spinal canal at the l2/l3 level. This fluid collection had mildly enlarged in size as compared to the prior computed tomography (CT) of the abdomen pelvis on (B)(6) 2015. On (B)(6) 2015, the patient was seen by a healthcare provider. The physical examination of the patient indicated that a seroma was still present from the intrathecal catheter (historical from the catheter revision in (B)(6) 2015). Cultures were taken on various dates from the spinal incision and seroma, and no growth (bacterial or fungal) was detected. The patient was noted to be severely deconditioned. Her pain was under control at that time just on oral oxycodone. Should additional information be received, a follow up report will be sent.